Manufacturer narrative:
The evaluation of the concentrator was completed on 08/30/2021. It was observed that the pe valve and attached tubing were darkened/deformed, and the tubing to the left sieve bed cap had melted, which allowed sieve material to escape, causing melting/charring of the pe valve, inlet filter, and cabinet. The tubing from the left sieve bed to the check valve was also darkened/deformed. The investigation findings and conclusions are consistent with what was previously identified.

Event description:
The dealer reported that the end user alleged that he had been out shopping and when he returned home, he found that his irc5po2v concentrator was smoking and burnt out. The dealer went to the end user's home to exchange the concentrator. He noted that there was damage to the floor and wall from the incident.

Manufacturer narrative:
This incident is being reported to the FDA out of an abundance of caution based on the evidence that the overheating heating event exited the shroud. Photographs of the concentrator were provided. They show that the exterior of the cabinet is discolored and deformed in the area surrounding the inlet filter. The inlet filter, filter door, and cabinet filter also exhibited evidence of heat damage. Photographs of the wall and floor in the end user's home show the presence of a black residue. This failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances (<0.0196%), result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. It should also be noted that the user did not follow the instructions for use outlined in the concentrator's manual. The dealer advised that the user left the concentrator on while he went to the store. Also, the back of the unit was positioned 6 inches from the wall. The irc5po2v user manual warns, "to prevent injury or damage from misuse: never leave concentrator unattended when plugged in. Make sure concentrator is off when not in use." It also states, "keep concentrator at least 12 in (30.5 cm) away from walls, draperies and furniture." Additionally, the dealer advised that the concentrator's last service date was 10/15/2020, at which time the filters were replaced with non-OEM parts. The irc5po2v user manual advises, "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." The concentrator was returned to invacare and is pending evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that the end user alleged that he had been out shopping and when he returned home, he found that his irc5po2v concentrator was smoking and burnt out. The dealer went to the end user's home to exchange the concentrator. He noted that there was damage to the floor and wall from the incident.